Event description:
It was reported that during a percutaneous interventional procedure, a dissection occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous right superficial femoral artery. The vessel diameter was approximately 5 mm. The small peripheral cutting balloon was inflated two times successfully to an unknown atm. On the third inflation to 3 atms, the small peripheral cutting balloon ruptured. A mild, type a dissection also occurred. The patient had no symptoms due to the dissection. The dissection was treated with an unspecified stent. The procedure was completed with a different device, and patient status was reported as 'good'.